Event description:
One incident of a blood leak with the psn 120 dialyzer at an unknown time during pt treatment. Blood leak was noted by a blood leak alarm. Blood loss was reported as minimal. Treatment was resumed with new disposables and completed without incident. No pt injury or medical intervention was reported per complaint coordinator.